Manufacturer narrative:
Investigation: the set in question has not been returned for investigation. The product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put a bag set in a blister tray by the operator (5) pack the blister by sealing the top film with heat in making the leukocyte reduction filter, the filter media are punched, stacked, and put in the hard housing. The filter media of the product concerned consist of a rough pore pre-membrane (the first filter membrane) and minute pore main-membranes (the second through eighth filter membranes). The specifications of the particulate removal rate have been set and controlled for each filter medium, and only the filter media that have conformed to the specifications are used in the assembling process. Factors to be controlled for filter media particulate removal rate the pores of the filter media are likely to be minute where the particulate removal rate is high. In other words, the pores tend to rough where the rate is low. If the pore is relatively rough, it may cause an elevated residual wbc count (leukoreduction failure). We reviewed each manufacturing record of the lot number in question and there were no equipment trouble or deviation relating to the issue. We confirmed that the particulate removal rates conformed to the specifications. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and there were no abnormalities in all test items. The products conformed to our in-house specifications. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the collection set for evaluation.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing; therefore, no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
This report is being filed to provide additional information in h.3, h.6 and h.11. Investigation: the leukocyte reduction filters were received and conducted the following investigation. The product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put a bag set in a blister tray by the operator (5) pack the blister by sealing the top film with heat in making the leukocyte reduction filter, the filter media are punched, stacked, and put in the hard housing. The filter media of the product concerned consist of a rough pore pre-membrane (the first filter membrane) and minute pore main-membranes (the second through eighth filter membranes). The specifications of the particulate removal rate have been set and controlled for each filter medium, and only the filter media that have conformed to the specifications are used in the assembling process. Factors to be controlled for filter media particulate removal rate the pores of the filter media are likely to be minute where the particulate removal rate is high. In other words, the pores tend to rough where the rate is low. If the pore is relatively rough, it may cause an elevated residual wbc count (leukoreduction failure). We reviewed each manufacturing record of the lot number in question and there were no equipment trouble or deviation relating to the issue. We confirmed that the particulate removal rates conformed to the specifications. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and there were no abnormalities in all test items. The products conformed to our in-house specifications. I. We filtered the residual blood in the filter through the sieve and no blood aggregation was observed. Ii. We injected normal saline into the filter and measured the flow rate. It was a relatively slow flow at a rate of about 17 ml/min. Iii. We disassembled the filter to observe the appearance of filter media. We confirmed that the number and the front and back of filter media were normally incorporated. IV. We dyed the filter media with toluidine blue for observation. We noticed that the first and second filter media from the inflow side of the filter were dyed dark. Root cause: as the above-mentioned investigation, we confirmed that the number and the front and back of filter media were normally incorporated in each returned filter. We observed in each filter that the flow rate of normal saline was relatively slow and that the filter media were dyed dark with toluidine blue. We therefore confirmed the possibility that occlusion occurred due to the aggregation of white blood cells or platelets. When occlusion occurs in the filter, blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred. For the lot number in question, we did not observe any abnormalities in the manufacturing record or the testing and inspection record; therefore, we were not able to clearly identify the cause of the occurrence of the issue. It would be appreciated if you could consider the following items to reduce the risk of occlusion due to blood component aggregation. 1) invert the collection bag several times after blood collection to reduce the risk of forming blood aggregation, 2) evenly disperse the separated blood components before the start of filtration to reduce the risk of having less blood flow.